Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) for atrial fibrillation (af). The af episode had sudden onset and stability, leading to therapy being provided. The patient was subsequently hospitalized for an af ablation procedure. During the procedure, the ICD was reprogrammed to monitor only by the physician. A red alert on the device was transmitted after detecting monitor only mode. Technical services (ts) recommended immediate reprogramming back to monitor+therapy mode. This ICD remains in-service, no adverse patient effects were reported.